Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) and right atrial (ra) channels leading to greater than 290 inappropriate atrial tachy response (atr) events and one inappropriately stored non sustained ventricular tachycardia (vt) event. There was also one isolated farfield oversensing event observed. Both the ra and rv leads are 14 years old, thus boston scientific technical services (ts) discussed possible lead related causes of the noise. However, the physician was concerned over a possible header issue for the pacemaker. Ts further discussed that header issues don't tend to present with noise in the pattern noted and suggested bringing the patient in for further testing. The field representative noted they are unaware of any further troubleshooting to date and the physician does not feel any further action needs to be taken at this time since the patient does not use the pacemaker often as they are only paced one percent in the ventricle. The pacemaker remains in service and no adverse patient effects were reported.